Manufacturer narrative:
(B)(4). Report source, foreign- event occured in (B)(6). The batch and the item are unknown, by consequence the UDI is unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay superior to 30 min.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay superior to 30mn.